Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic feeling fatigue with rapid heartbeats observed on the device. Upon interrogation, loss of capture and dislodgement was observed on the rv lead. The lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.